Event description:
Crt-ICD pocket erosion. The wound has broken down and device is visible. The device will be extracted.

Manufacturer narrative:
No analysis is available because the device remains implanted. Per the IFU, infection is a potential adverse event associated with the implantation procedure. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Furthermore, the sterilization record associated with the device was reviewed and confirmed that sterilization of the product met the requirements.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient developed an ICD pocket infection six months post a sensor implant. During the implant procedure the lv lead was dislodged, the following day the lead and generator were replaced. Six months post replacement the patient developed a pocket infection requiring a sub-pectoral generator placement and long-term antibiotic therapy. The sensor remains implanted with no issues.